Manufacturer narrative:
While there was no report of injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function. Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a radix-anker post separated after approximately one year in use. The separated piece was retrieved from the root without injury, though the head was not removed from the crown. A custom post will be fashioned to allow replacement of the crown.